Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: or manager. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: upon deployment of the filter the primary legs did not open. Procedure was completed and another procedure was performed the next day and the legs where successfully opened up on their own. Patient outcome: an angiogram was performed the following day and the legs of the device had opened.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the primary filter legs did not fully expand upon deployment, but on the next day they had opened up on their own. No product was returned and no imaging was provided and based on the limited information received it would be inappropriate to speculate at what may or may not have caused the primary filter legs to not expand at filter deployment. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc and it is noted that the next day the legs were found to have expanded "on their own". No evidence to suggest that this of device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.